Event description:
The user received questionable blood urea nitrogen (bun), sodium, potassium and creatinine results for one patient sample. Of the results provided, the bun, potassium and creatinine results were discrepant. The initial results were: urea 26.0 mmol/l, potassium 7.6 mmol/l and creatinine 815 umol/l. This pattern of results suggested the patient was in renal failure. The patient was admitted to hospital overnight. On (B)(6) 2010,a new sample was tested and the results were: urea 8.6 mmol/l, potassium 4.2 mmol/l and creatinine 97 umol/l. The original sample was retested and the results were: urea 16.4 mmol/l and 16.2 mmol/l, potassium 6.0 mmol/l and 6.0 mmol/l and creatinine 295 umol/l and 287 umol/l. The patient was discharged. No adverse events were alleged regarding the event. The bun, potassium and creatinine reagent lot numbers were not provided. The laboratory personnel think the sample may have been contaminated while on the analyzer. There was vibration on the system and a rack with long tubes full of urine were vibrated in such a way as to shake some sample from these tubes into an adjacent rack containing the patient sample. The field service representative could find no instrument failure. He determined the rack and trays were showing signs of damage and had rough bases that could contribute to a vibration during transport. There were no other indications on the instrument that could contribute to such a problem. He also thought that the scenario as described by the laboratory personnel could not be discounted but was unlikely as there were other issues such as contamination at the source, that were more likely. The damaged racks were exchanged and no further incidents were reported.

Manufacturer narrative:
This event occurred in (B)(6).